Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 10-mar-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of matrix drawer not open was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that replaced the drawer controller on drawer 10. The customer tested and verified the drawer successfully and worked without issues. During dchu visual inspection: pn 151730-21: the unit revealed signs of thermal damage, specifically on component u501. During dchu testing: pn 151730-21: no testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower while attempting to destock dextrose, matrix drawer 10 did not open. As per part investigation, it was determined that thermal damage to a component on the pcba pmc pyxis mini, due to electrical failure, compromised communication and control signals, preventing the drawer from opening. However, there were no delays or adverse events or injuries reported based on this event.